Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported delivery catheter (dc) shaft bend and difficulty positioning were confirmed. The reported clip actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities in this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a definitive cause for the clip actuation issue. In this case, it is likely that the clip actuation issue resulted in compressive forces on the actuator mandrel, such that the mandrel became bent. Furthermore, the observed actuator mandrel likely contributed to the bent dc shaft and subsequent difficulty positioning the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the clip jumped. Additionally, during use in the anatomy, the shaft was curving and if were to reoccur in the anatomy, has the potential to cause or contribute to patient injury due to the irregular movement. It was reported that the clip delivery system (cds) was prepared per the instructions for use (IFU). After successfully testing the final arm angle, the clip was unlocked, but the clip did not open and the shaft was bending. The clip suddenly jumped open to the 180 degree position. The decision was made to continue use with this cds. The cds was advanced into the anatomy. While in the left atrium, the clip was opened and the shaft was bending approximately 30-40 degrees. The decision was made to replace the device. A new cds was used without issue. One clip was implanted, reducing the mitral regurgitation from 4 to 2. There was no clinically significant delay in the procedure. No additional information was provided.